Event description:
It is reported that foreign matter was found in the packaging "(paper)."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected and the lot number was not provided. Should additional information become available, a follow-up report will be submitted. (B)(4).